Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and also insulin pump was not working. Customer's blood glucose value was 398 mg/dl at the time of the incident. Customer experienced symptoms such as nausea, abdominal pain, felt sick. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual shot and insulin drip. Customer alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.